Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, screen was flashing due to compound media (cm) board failure and error e216 was also noted due to cm board failure. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a therapeutic procedure (prostatectomy), the visera elite video system center had no image and had poor contact. Subsequently, the intended procedure was completed with a similar device, with no delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported image failure was not reproduced during the physical evaluation of the device. A defect leading to this issue was not identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause for the reported image failure. Olympus will continue to monitor field performance for this device.